Event description:
The customer reported being in the emergency room with high blood glucose of 847mg/dl; she was treated with an insulin drip and was requested to disconnect from the device. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Instructed the caller to remove the cannula and it was bent. During the call the customer mentioned also being hospitalized in (B)(6), 2013 due to high blood glucose of 1070mg/dl. The customer stayed overnight and was prescribed for levemir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.